Manufacturer narrative:
Batch review performed on 8 july 2024. Lot 2317261: (B)(4) items manufactured and released on 12-july-2023. Expiration date: 2028-06-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Other device involved: batch review performed on 8 july 2024. Liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot 2339884: (B)(4) items manufactured and released on 06-dec-2023. Expiration date: 2028-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery due to a dislocation of the head from the liner and the cause is unknown. At about 1 week post primary the surgeon revised the head and liner. The surgery was completed successfully.